Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and scratches on the reservoir tube window. No cracks on the display window were noted.

Event description:
It was reported that customer's insulin pump had a crack in the case. The device was not dropped. The crack is on the display. The drive support appears normal. Customer does not know how the damage happened. Customer's blood glucose was not provided. Nothing further provided.